Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. The instrument was returned without the hook. The conductor wire was sticking out of the main tube. The distal end of the main tube did not have any broken pieces. Inspection of the welded section of the main tube showed some areas at the distal end with poor weld coverage. The poor weld coverage would likely have reduced the strength of the main tube to hook joint. An indentation was also observed at the distal end of the main tube. From the indentation shape, the load applied appears to be nearly perpendicular to the tube axis. The customer reported complaint does not itself constitute a MDR reportable event; however, the poor weld coverage at the distal end, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the distal tip of the permanent cautery hook instrument broke, but was still hanging off together. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.